Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: during testing moisture was observed to be present in the display lens. The battery compartment was free of moisture. A leak test was performed and leak was found in the case. The battery compartment was cracked. The device was opened and moisture was present throughout the pump interior. The display was dim and the letters had a red hue. Unrelated to the original complaint, the down arrow keypad button responded intermittently to presses. The keypad was removed and all the button contacts were free of contamination. The down button contact was misaligned.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.